Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a patient experienced a dexcom g6 continuous glucose monitor (cgm) connection delay with the ilet bionic pancreas after entering an incorrect transmitter code and attempting to reinsert the correct code; during the call, glucose readings became visible and no further assistance was needed. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms, no impact to blood glucose, and no need for medical care. User support included troubleshooting and education on correct transmitter pairing. Investigation of this case revealed user pairing error with an incorrect transmitter code that resolved once the system connected and displayed readings. It was concluded, based on previously established findings for similar reports, that the cause was user error related to transmitter pairing.